Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the physician could not get good sensing measurement and no capture. The lead was removed and replaced with a different bipolar lead.